Manufacturer narrative:
(B)(4).

Event description:
Procedure: hysterectomy. According to the reporter: after trocar placement, optorator was handed back to the scrub tech. The scrub tech noticed that the clear tip was missing. The surgeon was informed and he looked around the abdominal cavity with the camera. He found the tip and removed it from the patient through the 11mm port. There was no injury to the patient. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. The clear plastic tip of optorator fell into the patient's cavity and was removed.

Manufacturer narrative:
(B)(4).